Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient was unhappy with the refraction outcome. The lens was explanted following the initial procedure and replaced with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).